Event description:
The plaintiff was implanted with an ams monarc sling on (B)(6) 2011. It was alleged by the plaintiff's attorney that the plaintiff experienced, "erosions, pain, discharge, mental anguish, dyspareunia and corrective surgery as a result of her implantation." The plaintiff also was alleged to have suffered infection, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.